Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the operating currents, self, restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests or verify low suspend alarm due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of high blood glucose level of 500mg/dl and that the pump suspends by itself. Customer previously called for troubleshooting for the pump shutting off by itself and the pump issue was not resolved. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.